Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose level of over 500 mg/dl with high ketones that were not identified as life threatening by a healthcare provided. The customer attempted to self-treat with a manual dose injection but was treated intravenously with fluids of saline and insulin in the ICU. The customer was released with no permanent damage and issue resolved on (B)(6) 2023.